Event description:
Ous MDR - it was reported that artifacts were recorded in the rv channel with inappropriate shock initiations. It was found that the insulation was squashed about 27 cm below the connector pin. Due to the improved pump function of the patient, the complete system was explanted.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually and electrically. During the analysis, insulation in the distal portion of the lead body was found to be damaged due to friction. This damage is highly likely the cause of the clinical complaint. The damage observed showed that the lead had to have been under a larger load for a longer period of time. The position and characteristics of the damage suggest that there were significant mechanical loads imposed on the lead in the implanted state. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. Other damage is likely due to the explantation procedure. There was no indication of a materials defect or a manufacturing defect.